Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. One provided image with poor resolution did not demonstrate neither expansion issue nor stent fracture which leads to inconclusive evaluation result. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instructions for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 11/2022), h11: h6 (method, result), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during stent placement procedure, the stent allegedly got stuck and failed to expand. It was further reported that the stent allegedly fractured during the device removal. Reportedly, another stent was used to repair the stent. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during stent placement procedure, the stent allegedly got stuck and failed to expand. It was further reported that the stent allegedly fractured during the device removal. Reportedly, another stent was used to repair the stent. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2022), g3 h11: d4 (medical device catalog no, medical device lot no) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during stent placement procedure, the stent allegedly got stuck and failed to expand. It was further reported that the stent allegedly fractured during the device removal. Reportedly, another stent was used to repair the stent. There was no reported patient injury.